Manufacturer narrative:
Concomitant products: 693565 lead, implanted: (B)(6) 2012; 419488 lead, implanted: (B)(6) 2007.

Event description:
It was reported that the patient presented to the emergency room complaining of a racing heart. A transmission observed suspected undersensing on the right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.